Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent a total abdominal hysterectomy, colposacropexy, burch paravaginal posterior repair, cystoscopy, vault suspension and culdoplasty due to pelvic relaxation, uterine prolapse, cystocele, rectocele and enteocele. A bard flat mesh was placed at this time and cut to fit around the colon and was attached to the posterior vagina. On (B)(6) 2012 - patient underwent implant of a non-bard/davol sling due to urinary stress incontinence and dyspareunia. No mention of the previously placed flat mesh in the operative dictation.